Manufacturer narrative:
Based on the manufacturing records, it was found that the suspected contour next one meter was manufactured to be distributed in the us market. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer from canada reported that her contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. It was verified that the returned meter was manufactured for the us market and distributed in the us. Therefore, the unit of measurement was correctly displayed as mg/dl.